Event description:
Reported blood glucose results of "336 mg/dl and 186 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.